Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the cerelink cable was returned for evaluation: DHR - no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed failure analysis - the device is working good without errors. Root cause - no fault found. The device was confirmed to be operating correctly with no errors identified.

Event description:
1 of 3 reports. Other mfg report numbers: 3013886523-2026-00035, 3014334038-2026-00017. A facility reported a codman sensor (ID 826850), a codman monitor (ID 826820) and a cerelink extension cable (ID 826845) were used to monitor intracranial pressure in a patient in intensive care unit. The system was working fine and suddenly stopped reading showing error "possible input failure". Patient required a new sensor insertion. Additional information received: date of event ¿ 5 feb 2026 if used with cerelink: was the patient lead (electrode of extension cable) always connected to the patient? Yes implant location? Sub-dural did the issue lead to any patient injury / complications or death? No what was the user doing (e.g., powering unit, zeroing sensor, setting alarm, downloading data)? Error came up shortly after implantation. What was happening with patient (e.g., transport, MRI, CT)? In ICU can you please confirm that the replacement was successful and only the sensor is defective in this case (no issue with monitor and extension cable)? Both monitor and sensor were isolated and a new monitor and sensor was used.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.